Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to third-party service center for evaluation and the customer¿s complaint was confirmed based on a ventilator inoperative code found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue. Additionally, the blower assembly also needs replaced due to an event error code found in the ventilator's downloaded error log, which was not related to the malfunction/issue.